Event description:
During baxter's evaluation of this spectrum pump, it was found to alarm falsely for upstream occlusion.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During initial evaluation, the pump was found to alarm for upstream occlusion when no occlusion was present. Further evaluation was unable to reproduce the false occlusion alarm and found the pump to be within specification in relation to this symptom. The upstream sensor was replaced and calibrated per baxter's service procedure.